Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the serial number and labeling anomaly found on (B)(6) 2021. Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked retainer ring, missing display window/cover, cracked keypad overlay, label damage, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Labeling anomaly not confirmed. However, cosmetic damage was confirmed where label damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
06/15/2021 15:50:17 pst ice batch user (batch_ice) phone: (B)(4), complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6), taken by: (B)(4). Customer reports during call that she cannot read the serial number on the back of the pump anymore. Labeling/packaging t/s per dop114-980. Are device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage: yes, adv the pump will need to be replaced. Expl rpl policy. Will send e-mail with instructions on how to turn the pump off and to make an appointment with dhl for the return of the defect pump. Customer's outcome pertaining to the complaint: satisfied ship: pump/return: pump country: netherlands (B)(6) rc input date: 06/15/2021, warranty start: 10/14/2019, warranty end: 10/13/2023, batch (B)(4).